Event description:
Boston scientific crm received information that this right atrial (ra) lead was explanted six months post implant due to dislodgement. The helix would not extend or retract and the lead was explanted. A new lead was successfully implanted and to date, no adverse patient effects were reported.